Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance, non-consistent capture and was kinked due to a clavicular crush. The physician noted that during initial implant, due to patient anatomy, the access point needed to be more medial than normal and the physician had a hard time implanting the rv lead. The lead will be explanted and replaced. No patient complications have been reported as a result of this event.